Event description:
A report was received stating that the device was in use for an unknown amount of time when the patient experienced discomfort from the tracheostomy tube. The device was replaced, and upon inspecting the removed tracheostomy tube, the device's internal wiring was observed exposed. No incident related medical sequela reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.